Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause cannot be determined. However, it is likely that the image sensor cable had some portions with a kink near the boot portion (on the universal cord) on the light guide connector, and the defect was caused because the internal cable was disconnected or shorted out. A kink of the image sensor cable could be caused by unintended stress was applied, such as excessive twisting/bending. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the methods for inspection on the suggested event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a communication error (b30 error). The issue occurred during preparation for use for an unspecified therapeutic procedure, that was completed with another similar device with an unspecified delay in the preparation. There were no reports of patient or user harm associated with this event.